Event description:
The customer reported that while the unit was in use on a pt for several hours, the unit's safety chamber stopped functioning and the pressure waveform was not showing augmentation. An autofill was performed in an attempt to re-establish augmentation, but the unit failed to pump. The pt was switched to another unit and therapy was continued. No pt injury was reported.